Event description:
It was reported that the user¿s ilet system displayed ¿dosing stopped¿ and ¿connect cgm¿ while awaiting a replacement cgm sensor, and an attempted manual bg entry did not appear to be accepted; the user transitioned to back-up subcutaneous insulin therapy and planned to resume setup after receiving the new sensor. Symptoms included hyperglycemia with a reported peak bg of 211 mg/dl without associated clinical effects. Outcomes included no alerts for severe hyperglycemia, no ketone testing, no medical intervention, and no need for assistance. Investigation included troubleshooting and user education. Investigation of this case revealed that insulin delivery remained stopped due to lack of cgm data and that the user managed glucose using back-up therapy. It was concluded that the event was consistent with hyperglycemia in the context of cgm unavailability and the pump¿s safety stop of automated dosing. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.